Event description:
It was reported that the patient was found dead in his home. The patient had previously complained of pins and needles in his right hand and numbness in his arm. There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and our automated testing equipment and was found to be normal. The device met all test specifications. No anomaly was found.